Event description:
It was reported that the right ventricular (rv) lead exhibited high frequency noise, high impedance, and oversensing with sensing integrity counter (sic), non sustained tachycardia episodes, and cross talk. The patient also received inappropriate therapy. Initially, detections were turned off, and later the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.